Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced four hypoglycemic events under 40 mg/dl within 24 hours while using the ilet, occurring after user-entered announcements that were made as corrections rather than for meals, with no meal announcements in the prior two days and a pattern of overcorrection. Symptoms included low blood glucose to 39 mg/dl without loss of consciousness or need for assistance, and the user treated with oral glucose and received device low and urgent low alerts. Outcomes included no medical intervention, no hospitalization, and blood glucose returned to range at 140 mg/dl. Investigation included review of device history and reported use patterns. Investigation of this case revealed that user behavior inconsistent with recommended use, specifically using meal announcements as corrective entries and overcorrecting lows, contributed to hypoglycemia and glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was user technique and training needs.